Event description:
The physician implanted two devices 2007. One of the devices was not absorbing and was explanted by the physician. The reporter was not aware of the explant date. The physician's office has been contacted for more detailed info on the reported event, such as explant date, however the office was not able to provide any additional info.

Manufacturer narrative:
The explanted device was not returned to the MFR for eval, therefore, a failure mode could not be determined. The batch record for this lot was reviewed, which contains no abnormal mfg events. The complaint rate for this lot is not considered abnormal for this device. If additional info becomes available, it will be submitted in a supplemental report.